Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional information requested, but was not received.

Event description:
It was reported that during an infusion of fentanyl, the pump module failed to alarm for occlusion and medication leaked all over the floor. The IV tubing set was found to be clamped distal to the pump but no "occlusion patient side" alarm went off to notify the rn. There as no way to tell how much medication didn't get delivered to the patient.

Manufacturer narrative:
This is a duplicate report and previously reported on manufacturer report #9616066-2020-00159. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of fentanyl, the pump module failed to alarm for occlusion and medication leaked all over the floor. The IV tubing set was found to be clamped distal to the pump but no "occlusion patient side" alarm went off to notify the rn. It was uncertain how much medication did not get delivered to the patient.